Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vessel sealer extend instrument involved with this complaint and completed the device evaluation. The customer reported complaint of an insufficient seal was not replicated nor confirmed. Visual inspection showed that the blade was exposed outside of the blade garage 0.105". After manually retracting the blade, the instrument was placed and driven on an in-house system. The instrument passed the recognition an engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed the knife slot, electrical continuity, jaw gap verification, grip force and energy delivery tests. Additional findings not reported by site: conductor wire damage or snake wrist damage was also found. There was significant bio debris found at the instrument tip. A log review showed 1 blade exposed failure. The instrument failed initialization during in-house testing due to the dislodged blade. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. Based on the information provided at this time, this complaint is being reported because the failure mode noted in failure analysis investigations could lead to insufficient sealing. While there was no harm or injury to patient, the reported failure mode could cause or contribute to an adverse event if it were to recur. This complaint is being reported based on the following: the generator used with the vessel sealer extend instrument and da vinci system is designed to provide a successful confirmation signal to indicate seal completion. However, it is unknown if there was a successful confirmation signal following the reported sealing cycle attempt. The vessel sealer extend instrument reportedly did not sufficiently complete a seal and it is unknown if there were audible beeps from the generator, indicating that the seal was complete. In addition, failure analysis noted damage to the instrument's conductor wire. Although there was no patient injury reported, if these failure modes were to recur, they could cause or contribute to adverse event.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the vessel sealer extend instrument had a "misfire" (insufficient seal) and the blade would not retract. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.